Event description:
When attempting to place a stent in the left iliac artery through a long sheath, the stent delivery system (sds) would not pass through the vessel. When the physician attempted to remove the device from the patient, there was difficulty retracting the device in the vessel. Eventually, the device could be removed from the patient and upon inspection, it was noted that a distal strut of the stent had uplifted. The patient is a female. The vessel was described as calcified and the rate of stenosis was 70%. There was thrombus present at the lesion. The physician used a left brachial artery approach to access the lesion. There was no difficulty accessing the lesion with a guidewire. The lesion was treated with angiojet and pre-dilated with a 5x4 balloon. After properly inspecting and prepping the sds, the physician advanced the device through a long sheath (brand unknown) without difficulty. When the device exited the out of sheath and was tracked to the lesion, there was resistance felt and the sds would not track. When the physician attempted to retrieve the device there was more resistance with the vessel. Eventually the stent was removed from the patient, without losing access, and another stent of the same size was used to successfully treat the lesion. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.